Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was operated on low speed through the pedal loop, which was 2.0mm and 95% stenosed with mild to moderate calcium throughout. The oad became stuck in the arch of the foot, and an attempt to spin the device backwards was unsuccessful. Nitroglycerin was administered to reduce spasm around the crown and guide catheters were advanced, but the device could not be removed. A balloon was inflated beside the crown in an attempt to release it but was unsuccessful. The patient was transferred to the operating room and a cut down procedure was performed to remove the oad. The patient was in stable condition following the procedure. Per the opinion of the physician, the cause of the issue was vessel spasm.